Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated a falsely elevated magnesium result while using the architect c4000 analyzer. The customer provided the following result data: sid (B)(6): initial result 8.9, retest 7.2 mg/dl, the physician questioned the elevated result after the result of 7.2 mg/dl was reported. The specimen was again retested:1.7 mg/dl. A second specimen was tested and generated a result of 1.9 mg/dl. No impact to patient management was reported. No other patient details were available from the customer.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott technical service review, service history review, a search for similar complaints, and a review of labeling. Return material was not available. Upon trouble shooting of the analyzer an abbott field service representative (fsr) determined that the cuvette drying tip was out of alignment. The fsr aligned the drying tip as well as the other cuvette wash nozzles. There were no additional discrepant results generated on the customer anlyzer after the cuvette drying tip and nozzles were aligned. The fsr determined that the cuvette drying tip was the likely cause for the issue. An instrument service history review revealed no additional discrepant patient results reported on this analyzer, nor did it identify any service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect c4000 analyzer list number 02p24 was not identified.